Event description:
It was reported that the port was implanted in 2002. Sometime after implant, a leak was detected at the insertion ring level between the ring and port. The port was implanted and exchanged. There were no patient complications.